Event description:
Per the clinic, the patient experienced magnet extrusion and wound dehiscence at the implant site. Subsequently, the patient underwent a wound debridement procedure on (B)(6) 2022, to have the site closed. It was also reported that the patient experienced an infection at the implant site. The patient underwent two different procedures, first, the patient was treated with oral antibiotics on (B)(6) 2022, for a duration of 10 days and then, on (B)(6) 2022, the patient was treated with another set of oral antibiotics for a duration of 10 days.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion. Additional information has been requested but has not been made available as of the date of this report.